Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the first device would not open. The second device delivered an incomplete staple line. The renal artery began to bleed, causing the procedure to be converted to open in order to suture the staple line.